Event description:
Device malfunction: failure to cross the lesion. Time of malfunction: during the procedure. Symptoms/ae: deivce embedded in a non-diseased segment, transient hypotension. Time of symptoms/ae: during the procedure. It was reported that during a revascularization stenting procedure of the rica. Before the intervention, the target lesion was reported as having 90% pre-procedure stenosis, 30.0 mm in length, heavily and completely calcified. Post-procedure the stenosis was reported at 20%. The rx acculink stent was advanced; however, the stent would not fully cross the lesion. It was apparent that the stent was caught within the calcified lesion and was difficult to remove. The physician decided to deploy the stent in the ostium of the rica and the rcca covering the lesion partially. A non-abbott stent failed to cross the target lesion but a third non-abbott stent was successfully placed to cover the index target disease segment. It was noted that the pt developed treatment hypotension which was treated with dopamine. The pt left the cath. Lab. In stable hemodynamic and neurological condition. There were no pt effects throughout the procedure. The pt was discharged to home the next day. No additional info is available.